Event description:
On (B)(6) 2025, a female patient underwent a stent placement procedure using a biliary stent. Reportedly, during percutaneous transhepatic cholangiography, the physician was unable to activate the handle on the delivery system to release the stent into the bile duct via the catheter. The procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the e-luminexx biliary stent products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not provided for evaluation. However, a video was provided which shows the stent still loaded in the catheter and the operator is trying to deploy the stent by pressing the trigger meanwhile the t-luer was visibly detached from the slider which was already displaced proximally which leads to confirmed results for detachment and positioning failure. Based on the photo no indication for a manufacturing related issue or for a device defect could be identified. In this case, it was reported that the lesion was pre-dilated, a 6f introducer was used with a 0.035" guidewire for access, the tracking vessel was neither tortuous nor calcified. Based on the available information and the evaluation of the provided photos, the investigation is closed with confirmed result for detachment and failure to deploy is considered a cascading event. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 6f introducer sheath. Insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the biliary stricture and into the duodenum". With regards to general directions, the IFU states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.